Manufacturer narrative:
Initial reporter facility name truncated due to character limit: (B)(6). A customer alleged the generation of multiple result discrepancies during the use of the cobas®sars-cov-2 assay. 36 samples across 3 batches generated positive results for either target 1, target 2 or both. Review of the data suggest the majority of samples were near or below the limit of detection (lod). An investigation on the reagent kit lot did not identify any product problem. The instrument was evaluated and an instrument-related contamination was ruled out. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s reasonably suggests requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer alleged the generation of multiple result discrepancies during the use of the cobas®sars-cov-2 assay. 36 patient samples across 3 batches generated positive results for either target 1, target 2 or both targets. Upon retesting, all samples were negative. It is unknown if the patient sample results were reported out. Of the 36 alleged discrepant results, 25 patient samples generated a negative for target 1 and a positive for target 2 which is considered presumptive positive suggestive of samples at concentrations near or below the limit of detection of the test. This could be a result of a mutation in target 1 or due to other factors. 7 of the patient samples generated a positive for target 1 and a negative for target 2. These samples indicate sars-cov2 rna detected which is suggestive of either: a sample at concentrations near or below the limit of detection of the test, or a mutation in target 2, or other factors. Finally, 4 of the patient samples generated positives for both target 1 and target 2 which is considered successful detection of sars-cov2 rna. The customer reported using the cobas ® media uni swab sample kit for sample collection and samples were transported and stored at room temperature before testing. No additional information regarding sample collection or preparation is available. All controls were valid and within range and the ic, when compared to the release of the alleged reagent kit showed no significant delay which would indicate the presence of inhibitors that may have affected the results. In the method sheet the concentration level with observed hit rates greater than or equal to 95% were 0.009 and 0.003tcid50/ml for sars-cov-2 (target 1 32.7) and pan-sarbecovirus (target 2 36.4), respectively. These samples appear to be generating targets that are at or below the limit of detection (lod). Additionally, as the customer collected new samples that generated negative results. Lastly, the customer also generated two invalid negative controls due to target detection. Although the customer did not request to have the allegation addressed, the negative control picking up target could be a sign of a contamination event. The instrument was evaluated and an instrument-related contamination was ruled out. An investigation was performed which did not identify any product problem. A majority of the samples were indicative of being near or below the limit of detection which are expected to waver between positive and negative results upon multiple retests. The possibility of other sources of contamination could not be ruled out as testing of the newly collected samples generated negative results and 2 invalid negative control were observed in the data.